Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitor right atrial (ra) lead exhibited noise and high out-of-range pace impedance measurements. The lead was reviewed via x-ray and fluoroscopy and confirmed to have dislodged. A revision procedure was performed wherein the competitor ra lead was surgically abandoned and replaced. No adverse patient effects were reported.